Event description:
Covidien received information that the patient was removed from the ventilator due to a malfunction. There was no patient harmed or injured as a result of the event. Covidien inspected the device and verified the o2 sensor was replaced. The ventilator passed all testing.